Event description:
The customer reported that the 840 ventilator had an erratic upper display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The unit passed extended self-testing.